Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/17/2016 with the following findings: investigation revealed a dim and discolored display. In addition, the battery compartment was noted to be cracked. Unrelated to these issues, the pump¿s cosmetic finish was damaged and the paint was scraped on the back of the pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim and discolored display. This report is made based on results of investigation completed on 02/17/2016.